Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. Patient reported that over the past few days she "has not been able to hold her urine in" and it's almost constant. Caller continued saying that she had to cancel important appointments as she cannot leave the house because she is "soaking wet all the time." Caller went on saying that she saw her dr last friday and after that she "could not stand up right and walk very good" and has no idea what could be causing that. Later in the call, caller stated that she had a huge bowel accident last saturday. Caller then stated that she had no idea how to use the external equipment and was not educated. Caller finally stated that she feels the stimulation "pulsing" every 10 min in random areas of her body including her neck, toes, breasts, and leg. During the call, patient program 2 and caller changed to program 2 and increased to 1.0 which she confirmed was felt in her bicycle seat area, but then after a few minutes she felt the pulsing in her neck. Pat agent was unable to make additional troubleshooting because patient device was updating. An email was sent to manufacturer representative to follow up with patient and a confirmation email was received from rep stating that they will follow up with the patient. No further complications were reported or anticipated.